Event description:
Pt accidentally used roommate's contact solution, clear care, instead of own contact solution in order to clean off contacts before inserting them. Because she did not have her contact lenses in yet, and therefore could not see, she could not distinguish between the clear care bottle and her own bottle of contact solution, as the clear care bottle is practically identical to a regular, harmless multipurpose solution bottle, especially to the partially-blind consumers to whom these such products are geared. As a result of unintentionally using this product, the pt received chemical burns in her eye and an abrasion to the cornea. However, when she finally cleaned her contact using the correct solution, inserted them, and read the bottle, while it said not to get in eyes, it gave no explicit instructions as to what course of action to take if one did get the product in one's eyes. She flushed out her eye, and when the burning, itching sensation did not subside, went to the hospital ER to receive medical attention. There the ophthalmology team discovered an abrasion on the cornea of the pt's right eye, and prescribed bacitracin/neomycin/polymyxin and erythromycin to the pt. Route: ophthalmic. Dates of use: (B)(6) 2010. Diagnosis or reason for use: contact lens cleaning and disinfectant. Event abated after use: yes.